Manufacturer narrative:
No product was returned for assessment. Batch file review did not highlight any anomalies that could account for this complaint. No further action can be taken at this time.

Event description:
Hospital reported to medsum that when taking the patient's blood sugar, lancet used did not retract. When removed away from patient, needle exposed and penetrated through glove resulting in needle stick.